Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is university of maryland medical center testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to replicate the reported issue. The fse successfully completed a simulated treatment on unit with trainer and testing catheter without issue. The fse successfully completed an all manifold test. The fse identified codes 111, 112, and 118 at the time when the unit shut down which was confirmed in the power activity log. The fse identified saline traces on the pneumatic interface board. Given the previous events on subject unit with codes 111 and 112, the fse retried the back plane board, and identified small traces of saline. The fse replaced both the pneumatic interface and back plane as a precaution. The fse successfully completed a simulated treatment with a testing catheter trainer post and replaced the aforementioned parts without issue. Due to a faulty safety disk the all manifold tests, the pim test, and the membrane test. This prompted the fse to replace the safety disk and this allowed the unit to pass all the test previously mentioned. The unit passed all the functional and safety checks to the factory specifications. The iabp unit has been returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off. The end user turned the iabp back on, and commenced working correctly. However, the end user swapped it out for another one to continue therapy. There was no harm or injury to the patient and no adverse event was reported.